Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle failed to retract during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about needle retraction failure of nexiva. To place the catheter after venipuncture, the hcp attempted to retract the needle but the needle was not retracted."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22ga bd nexiva closed IV catheter system single port unit without packaging. All components were present less the needle cover. The needle is completely pulled back through the catheter and the clamp is fully engaged. There are traces of dried media in areas of the unit. In addition, three photographs were submitted which displayed similarities to that of the returned unit. Through the visual examination of the unit, the needle is completely pulled back through the catheter and has the tip secured within the tip shield. There is no visible damage to the v-clip or retention washer that would inhibit the needle disengagement or decoupling. Cured adhesive is observed on the outside of the clear port of the winged adapter and on tip shield. An area inside the tip shield and on the clear port of the winged adapter, where the two portions join, is confirmed to have traces of cured adhesive. The reported issue was confirmed to be a failure to decouple. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to incorrect placement of adhesive. DHR could not be performed due to unknown lot#. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle failed to retract during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about needle retraction failure of nexiva. To place the catheter after venipuncture, the hcp attempted to retract the needle but the needle was not retracted."